Event description:
It was reported by the customer that a small piece of possibly plastic was on the white part of the microintroducer package. The PICC inserter was unsure if it was on the outside or the inside initially. The extraneous piece was removed, and the insertion was completed without incident. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of regt1998 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of unidentified material in the kit packaging was inconclusive due to the nature of the submitted evidence. The product returned for evaluation was one four photographs. The first two photographs depicted a portion of blue catheter kit wrap. A white piece of material was visible on the wrap in both photographs. The remaining two photographs depicted what appeared to be the same white object held in a hand. The object appeared plastic-like and was a thin curved shape approximately 1cm in length. The photographs appeared to depict unidentified plastic material; however, both the lack of a physical sample to thoroughly evaluate and the opened state of the implicated packaging prevented confirmation of the event and identification of potential sources of the material. Consequently, this complaint is inconclusive at this time.

Event description:
It was reported by the customer that a small piece of possibly plastic was on the white part of the microintroducer package. The PICC inserter was unsure if it was on the outside or the inside initially. The extraneous piece was removed, and the insertion was completed without incident. No other information was provided.